Manufacturer narrative:
H10: per good faith effort (gfe) response received 23jan2024, the biomedical engineer (bme) stated that the reported issue was confirmed after attempting touchscreen calibration multiple times and finding that the touchscreen did not allow users to change, accept, or cancel values. The bme also noted that the issue occurred repeatedly, and it was discovered that the jumping value accepted and changed therapy without pressing a button. Additionally, the bme mentioned that the ventilator output/delivered therapy did not change without any user input. The bme ultimately ordered the replacement touchscreen to repair the device and verified that the replacement touchscreen resolved the issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the touchscreen was having issues and not holding calibration. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that the touchscreen was having issues and not holding calibration. The rse provided the bme with the part numbers and prices of the replacement touchscreen and accept/enter button.